Event description:
Pt, a iddm, had been sick all night on 2/10 with vomiting and stomach pains. On 2/11/ at 8/a, his blood glucose reading on his meter was 73 mg/dl. Because he was still expereincing vomiting and stomach pains, he was transported to the hosp by his mother where at 8:30/a or 9/a, a blood glucose result of 483 mg/dl was obatined (unknwon method). The pt was treated with IV fluids for dehydration and given an injection of insulin. Meter cleaning/maintenance is unknown to the rpeorter. A calibration test performed on 2/11 was 88 within the range of 75-95. The reporter stated that the pt stores his test strips in the meter case, rather than the vial as is recommended in the package insert.

Manufacturer narrative:
Co is unable to complete its investigation of the MDR incident listed above due to the fact that the meter was not returned to lifescan. Therefore, co has not been able to evaluate the meter to determine whether or not a device malfunction may have contributed to this event. Batch record review indicates no non-conformances in the mfg process. At this point, co considers this matter closed.